Event description:
It was reported that the device was used during an unknown procedure. The only info available is that the (1) er320 "misfired" and there were only 10 staples in the stapler. There was no consequence to the pt.